Manufacturer narrative:
Concomitant medical product: tem1515g progrip tem/pla 15x15cm (lot# sod0244x), tem1509g parietex progrip tem/pla 15x9cm (lot# sod1041x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral groin hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative treatment included additional surgery and revision surgery.